Event description:
It was reported that following implant of the deep brain stimulation lead, the lead position was checked and there was a large deviation from its target position. The patient underwent a surgery where the leads were repositioned to the correct spot using x rays.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: dbs-linear leads, upn: m365db2202450, model: db-2202-45, serial: (B)(4), batch: 7094221.